Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/21/2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen to address this issue.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement / harm.